Manufacturer narrative:
(B)(4). It was inadvertently reported that the guide wire used in the procedure was returned. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulty. A new guide wire was backloaded and removed from the balloon catheter with some resistance noted at the collapsed inner member.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, concentric, proximal, left anterior descending artery, the non-abbott guide wire and the 1.5 mm x 15 mm trek balloon catheter were advanced but met resistance. The trek balloon catheter was dilated once at 6 atmosphere (atm) for 10 seconds, however, during removal resistance was noted and the trek balloon catheter could not be removed separately from the guide wire, therefore, the two devices were removed together as a system. The physician attempted a 2.0 mm x 15 mm trek balloon with the same non-abbott guide wire but resistance was noted and the trek balloon catheter became stuck after one dilatation. A 3.0 mm x 15 mm trek balloon catheter was used with the same non-abbott guide wire in the procedure without noted resistance and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: altimate 3; guide cath: launcher ebu 3. Evaluation of the returned mini trek catheter noted blood visible in the guide wire lumen and contrast in the loosely folded balloon and inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The inner member was slightly twisted at the proximal taper of the balloon. The inner member was collapsed proximal to the proximal seal for a length of 6 cm. The bayonet portion of the hypotube was kinked and twisted 10.3 cm proximal to the guide wire exit notch. The distal end of the soft tip was flared. Since this damage was not reported in the incident information, the damaged hypotube and tip may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulty with the guide wire. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to advance a mandrel through the tip and distal shaft junction notch and there was strong resistance noted at the collapsed inner member and the mandrel was not able to advance further. The returned guide wire was backloaded and removed from the balloon catheter with some resistance noted at the collapsed inner member. After the guide wire was backloaded through the balloon catheter, the balloon was inflated to the rated burst pressure (rbp) and the balloon catheter was checked for inner member collapse. The guide wire was not able to move while the balloon was pressurized. When the indeflator was in the neutral position, the guide wire was removed with no resistance noted. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, high pressure/multiple inflations, or resistance with the guide wire during retraction, and as the guide wire was able to be removed with no resistance after pressurization, there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. All products are visually inspected for proper guide wire movement during manufacture. Additionally, a sampling of units is destructively tested to ensure proper guide wire reversibility. The other mini trek is being filed under a separate MFR number.